Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Recall: z-1839-2015.

Event description:
It was reported by the customer that the suture received was not labeled as fast absorbing. It was reported there was no patient involvement. Additional information has been requested.